Event description:
It was reported that this left ventricular (lv) lead was explanted due to high thresholds. This lead was successfully replaced. This lead is not expected to be returned. No additional adverse patient effects were reported.